Event description:
User reported the patient had trouble reapplying the pump and they were seeking to switch the patient over to the oral form of the drug. Hcpo does consent to follow up. (B)(6) (B)(4), no further information provided or available regarding this report.